Event description:
The patient reported that they were experiencing shooting pain down his left leg and wondering if this could be related to the interstim device. The patient stated the ins (implantable neurostimulator ) is implanted on the right side. The patient stated he has not tried turning stim down or off to see if the pain subsides. The patient was wondering if it is sciatica. Caller states the pain is so bad it makes him nauseous. Caller states he takes pain pills and that helps some. Caller states it is getting worse and worse. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2106. A week or two. Indications for use noted as: urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.